Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to b5 describe event or problem for more information regarding the specific circumstances of this event.

Event description:
It was reported that this pacemaker was suspected to be exhibiting premature battery depletion. The estimated battery longevity was at 5.5 years in june 2021. With the latest data transmission, however, the estimated battery longevity remaining decreased to about five months. Data analysis was performed, and it was confirmed that there was an increase in power consumption. Boston scientific technical services recommended device replacement because of this anomaly and or provide new data to re-evaluate if a new additional replacement window is desired. Subsequently, this device was explanted and replaced. No additional adverse patient effects were reported. The device will return for analysis.

Event description:
It was reported that this pacemaker was suspected to be exhibiting premature battery depletion. The estimated battery longevity was at 5.5 years in (B)(6) 2021. With the latest data transmission, however, the estimated battery longevity remaining decreased to about five months. Data analysis was performed, and it was confirmed that there was an increase in power consumption. Boston scientific technical services recommended device replacement because of this anomaly and or provide new data to re-evaluate if a new additional replacement window is desired. No adverse patient effects were reported. This device remains in-service. A request was made for the local field representative to contact the facility and learn the resolution for this event; however, no additional information was able to be obtained.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to b5 describe event or problem for more information regarding the specific circumstances of this event.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of devices in the accolade pacemaker family that have a potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population.

Event description:
It was reported that this pacemaker was suspected to be exhibiting premature battery depletion. The estimated battery longevity was at 5.5 years in june 2021. With the latest data transmission, however, the estimated battery longevity remaining decreased to about five months. Data analysis was performed, and it was confirmed that there was an increase in power consumption. Boston scientific technical services recommended device replacement because of this anomaly and or provide new data to re-evaluate if a new additional replacement window is desired. Subsequently, this device was explanted and replaced. No additional adverse patient effects were reported. The device was returned for analysis.

Event description:
It was reported that this pacemaker was suspected to be exhibiting premature battery depletion. The estimated battery longevity was at 5.5 years in june 2021. With the latest data transmission, however, the estimated battery longevity remaining decreased to about five months. Data analysis was performed, and it was confirmed that there was an increase in power consumption. Boston scientific technical services recommended device replacement because of this anomaly. No adverse patient effects were reported. This device remains in-service.